Manufacturer narrative:
UDI :(B)(4). The device was returned for evaluation. Device history record - lot ctkb93 conformed to the specifications when released to stock failure analysis - the valve was visually inspected, biological debris was noted. The valve failed the test for programming, the cam mechanism did not move during the programming process. The valve passed the test for flushed, leak, siphon guard, and reflux. The root causes for the programming issue reported by the customer was due to abnormal polarization of the cam magnets. The root cause for the abnormal polarization of cam magnets was probably caused by an exposition of a too strong magnetic field, as noted in the instruction for use, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. The possible root cause for the occlusion reported by the customer is probably due to biological debris, at the time of investigation no occlusion was noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported valve occlusion: the valve was implanted via l-p shunt with an unknown initial setting. During a non-valve related procedure, it was not possible to change the valve setting and the valve was removed. A flow test was performed, and occlusion was suspected.